Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. This event was reported via medwatch report# mw5086424. The report did not provide an event site name, serial# of involved products or facility initial reporter contact details; therefore, we were unable to investigate this complaint further. A supplemental report will be submitted, if additional information is made available. Not returned to manufacturer.

Event description:
It was reported that a "very ill patient with coronary artery disease (cad) and acute hypoxic respiratory failure was taken to the cardiac catheter lab for heart catheterization and unknown intra-aortic balloon pump ( iabp) placement. Heart catheterization was completed and then the patient had bradycardia arrest. The customer attempted to inflate the intra- aortic balloon (iab) with multiple inflations without success. A second iabp was immediately available and placed with success". The facility does not attribute the serious injury to the iabp. A separate report was submitted on the iab under mfg report #2248146-2019-00448.